Manufacturer narrative:
Product ID: 7425, sn: (B)(4). Analysis found that there were not significant anomalies. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was reported that the patient's system was removed because he has an issue with his spinal cord, and ab fistula under the ins dilation of his blood vessels. The patient said he stated to get headaches about 3 months after implant, and over the next two years he started feeling stimulation in his leg when he should have felt it in his arm, and he was also getting weakness in legs and lower back. The healthcare provider (hcp) said the patient's spinal cord was starting to dilate. The patient had their device removed on (B)(6) 2009. The patient is now having problem breathing and myelopathy. The hcp is trying to figure out why the spinal cord is not responding well. The patient is not sure if his anchor was removed. The patient is currently trying to get an analysis report of the explanted system. No further information was reported.